Event description:
A medical doctor referred to a female pt who had essure inserted. The pt had chronic right lower quadrant pain since (B)(6) 2011 following an essure placement. Operative note documented that the initial placement of the essure device on the right side needed to be re-done. The pt's menses are monthly, lasting two to three days and are heavy. She has right lower quadrant pain every day, but it increases with her menses. Her right lower quadrant pain also increases after having a bowel movement, with and after intercourse, and with movement, particularly torsion of the body. The pt has hypothyroidism due to hashimoto's disease, which has been corrected with levothyroxine 150 mcg a day. The pt also had consulted with another physician and one month depo-luprofl was given without change. A trial of physical therapy was not helpful. The pt was then on tramadol 100 mg for treatment of her right lower quadrant pain. On (B)(6) 2013, the pt had laparoscopy with total abdominal hysterectomy, right salpingo-oophorectomy and left salpingectomy. The final diagnosis of the specimen inquiry was: uterus with right ovary and bilateral fallopian tubes (total hysterectomy with right salpingo-oophorectomy and left salpingectomy): eighty gram uterus showing secretory endometrium with adenomyosis. Mild chronic cervicitis and nabothian cysts. Right ovary with hemorrhagic corpus luteum cyst. Focal fibrosis and deposition of non-polarizable foreign material noted in bilateral fallopian tubes. Segments of coil consistent with essure devices identified in proximal aspect of each fallopian tube. No evidence of malignancy. The pt was discharged on (B)(6) 2013.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.